Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a clinical study on (B)(6) 2020 regarding a patient receiving baclofen (2000.0mcg/ml at 270.5mcg/day) via an implanted infusion pump. It was reported that clinically, a pronounced spasticity was observed in the lower limbs. Inspection of the pump showed proper operation. A bolus of 10% was administered with beneficial effect. At the time of report, the hcp had no arguments for a pump dysfunction. The hcp suspected a slightly underdosed baclofen pump, the triggering factor of which was a limited infectious picture (fever). On (B)(6) 2020, the patient was having the same symptoms of increased spasticity. A new bolus was given, a successful side port aspiration was performed, and the daily dose of baclofen was increased. There was still no reason to speak of a pump dysfunction. The event required in-patient or prolonged hospitalization and resulted in an emergency room visit. The event resolved without sequelae on (B)(6) 2020. The etiology indicated the event was possibly related to the device/therapy, was not related to the implant procedure, and was possibly related to the drug. No further complications were reported or anticipated. Additional information was received from a foreign hcp via a clinical study on (B)(6) 2020. The implant date was provided.

Event description:
Additional information was received from a foreign hcp via a clinical study on 2020-oct-05. It was reported that there was no infection, and the patient was hospitalized to check the urine and do a "rx thorax." No abnormalities were found.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.